Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the system98xt intra-aortic balloon pump (iabp) screen was flashing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b3. Additional info: e1 (event site state: bangkok, event site postal code: 10800, event site address line 2: prachachuen rd, contact number: (B)(6) ). Due to character restrictions in block e1 (event site name : (B)(6) hospital, initial reporter: (B)(6) ) a getinge field service engineer (fse) evaluated the system98xt. The fse checked and tried turning on the device, but the fse found that the screen was flickering all the time. The fse checked and spray-cleaned the entire signal cable connection area with the screen board and tried to put it back in its original place. Found that the flickering screen condition has not yet disappeared. Later, upon inspection, it was found that the screen was flickering. So, fse changed the receiver board, but it still hasn't been fixed. Fse removed the screen and cleaned every connection point in the display area. After cleaning the contact points at various connection points. Test the operation of the machine. Found that the machine can be used normally.